Event description:
It was reported that approximately three weeks post port placement via right subclavian, the piece of the catheter was allegedly had broken from the catheter. It was further reported that portion of the catheter was allegedly still in the patient heart. Reportedly, the patient was transferred to ir for removal of the broken catheter. It was further reported that the patient experienced embolism. After removal of the port, the procedure was completed by using another device. The current status of the patient is stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 10/2022).